Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inserted a new insulin cartridge, primed approximately 20 units of fill tubing with no insulin delivery, removed the cartridge, and found the cartridge glass broken; fragments remained lodged in the pump chamber until removed by the user after guidance from customer care. Symptoms included no reported adverse clinical effects and a recorded blood glucose of 123 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer care troubleshooting and user education. Investigation of this case revealed a cracked cartridge with broken glass fragments obstructing proper cartridge seating and priming, with likely user-related handling factors such as overfilling or accidental impact. It was concluded that the event involved a damaged cartridge and obstructed pump chamber, resolved after removal of debris and completion of the supply change by the user.